Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were holes in the tubing of four (4) extension sets which caused fluid to leak onto the floor. The leaks were discovered during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The actual devices were not available; however, forty-four (44) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, including pressure and clear passage under water, with no issues noted. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.